Event description:
It was reported that there was no outflow of urine in the foley catheter during the operation and when the passage of distilled water was confirmed with a syringe after removal, it was observed that the lumen of the foley catheter was obstructed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was not used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used 3-way temp sensing catheter. Visual inspection of the sample noted the temperature wire was unwinding inside of the catheter. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) successfully with no issue and the catheter rested with no leaks observed. With the syringe attach the balloon deflate passively without issue and the catheter rested with no cuffing or leaks noted. Also noted the drainage valve was also tested, and water flowed through without issue. The photo sample was returned and could not be evaluated for the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required as the reported event is unconfirmed. Corrections: d h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was no outflow of urine in the foley catheter during the operation and when the passage of distilled water was confirmed with a syringe after removal, it was observed that the lumen of the foley catheter was obstructed.